Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed temperature inaccuracy as stated in the complaint description. No other failures or error codes were observed. The investigation determined that the thermistors were not built per the specifications, where the drawing note requires the thermistor chip to be located within first 0.050 inches of the sleeve. Further investigation at the supplier determined that the chip location did not transfer from design to manufacturing at the supplier. Further investigation also identified improper supplier controls at the time to ensure that the part met specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). This complaint is related to emdr #1828100-2016-00170 and #1828100-2016-00172 (same user facility and reported issue, different unit). The customer is still using the device and will return the unit for repair when new thermistors are available.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the temperature measured by the blood parameter monitor (bpm) shunt sensor was five to seven degrees centigrade cooler than prime solution or blood temperature that was exiting the oxygenator. After in-vivo calibration, the temperature inaccuracy had little effect on accuracy of other bpm measures. This issue lasted through the entire procedure, not known how many times this occurred. No error codes were observed. The device was not changed out, as they used for the bpm unit the entire procedure and the arterial temperature was used. They also used a medtronic temperature probe connected to system-1. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on (B)(6) 2016: the manufacturer clinical services (cs) visited (B)(6) hospital in (B)(6) on (B)(6) 2016 to do some installation, training, and procedure support as this center recently purchased three new bpm monitors that had new rohs type thermistors in the bpm head. During this procedure, the shunt sensor was placed in the arterial sampling line that exits the oxygenator. During prime, as the prime solution was being recirculated through the cpb circuit, the shunt sensor temperature measurement was about 28-29 degrees celsius, whereas the oxygenator arterial temperature was being measured as 35 degrees celsius. This variance was noticed by the perfusionist (ccp) immediately. This difference in temperature measurement between the shunt sensor and the oxygenator continued during cpb, as the oxygenator arterial outlet temperature was about 35-37 degrees during cpb and the shunt was measured as 28-30 degrees celsius. In-vivo calibrations of the bpm unit were done multiple times during cpb (five times) and the bpm was adjusted to lab analyzed values (gem premier). The accuracy of ph, partial pressure of carbon dioxide (pco2), partial pressure of oxygen (po2), and potassium (k+) was reasonable throughout the procedure. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.